Event description:
Reporter alleged blood glucose at 5 am measured 240 mg/dl back to back with a result of 106 mg/dl when tests were performed within 10 minutes of each other. No actions were taken or treatment resulted was reported. A request was made for the return of the suspect device and replacement product was sent.